Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap. The blood glucose reading was 162 mg/dl. The customer stated that she may have bumped the device while moving. Advised replacement of the insulin pump. Nothing further reported.